Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the customer might not have loaded the cartridge correctly. The supplies were changed and another empty cartridge alarm occurred the next morning. The customer's blood glucose (bg) level ranged from 412 mg/dl to 188 mg/dl. The bg level was addressed with a bolus. Tandem's technical support instructed the customer on how to change the cartridge.